Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all device components were not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices referenced are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement was attempted in the moderately calcified common femoral artery with three proglide devices via a 6f sheath using a pre-close technique prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, cuff misses occurred with all three proglide devices. The sutures of two new proglide devices were successfully pre-placed and used to achieve hemostasis after the aaa was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in- training in the use of the proglide device. No additional information was provided.